Event description:
A report was received that the patient had a pain and burning sensation at the pocket site. Medication for pain was given. The patient will undergo pocket revision procedure.

Event description:
A report was received that the patient had a pain and burning sensation at the pocket site. Medication for pain was given. The patient will undergo pocket revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.